Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or watchdog timeout alarm noted during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning and received , battery out limit alarm and time out alarm. The customer reported that the display was did not return and blank display after the insulin pump restart. The customer reported that they experienced hyperglycemia and high blood glucose levels of 24 mmol/l at the time of incident. Troubleshooting was performed. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised to rewind and reprogram the insulin pump after rest. The customer was advised to replace out the insulin pump due to blank display. Product is not expected to return for analysis.